Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted with the time change. Reviewed the bolus history and found that the customer had not delivered any boluses since (B)(4) . The insulin pump passed the self test, but there was no infusion set available for the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.